Event description:
The patient presenting to the emergency room having experienced syncope. It was not possible to interrogate the device and there was no response when magnet was placed. The device was no longer pacing the patient. The patient received medication to stabilize prior to replacement. The device was explanted and replaced to resolve the event. The patient was in stable condition.